Event description:
The power supply of the eryag-laser went with a large bang and caught fire. Evacuation of the operating room was necessary and response by the fire brigade. No injuries involved in the incidence.